Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst block d4, h4: detailed product information was not provided to bsc. The lot number was reported to be not available per account. Because the product was disposed, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon burst could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophagitis performed on (B)(6) 2026. During the procedure, the balloon popped while inflating. No piece of balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.